Event description:
The hospital staff did not mix the product successfully and the doctor requested we do not charge the patient for this item as it was not used. No patient complications were reported.

Manufacturer narrative:
More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device discarded.

Event description:
The hospital staff did not mix the product successfully and the doctor requested we do not charge the patient for this item as it was not used. No patient complications were reported.